Event description:
No additional information.

Manufacturer narrative:
Complaint review revealed that this is a duplicate complaint. MDR was filed and captured under MFR report # 1710034-2025-01905.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Visibly moldy IV catheter found in l&d [labor and delivery] supply. Package new and intact. Mold contained to inside of needle cap/hub, not suggesting external contamination (wet package, etc.). On (B)(6) 2025 customer response: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 1. None. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 1. 17-nov-2025. 3. Total number of occurrences? 1. One.